Manufacturer narrative:
(B)(4) device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. A device history record review performed did not reveal any manufacturing related issues. The probable cause of the guide wire kinking and encountering resistance with the ars could not be determined based upon the information provided and without a sample. No further actions.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in anesthesia, the md was unable to advance the guidewire through the raulerson syringe due to severe resistance. As a result, a new kit was opened and used to complete the procedure. Follow-up information indicated that the guidewire was kinked. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the guide wire met resistance and kinked was confirmed. The customer returned one guide wire, one blue tipped (chamfered) arrow raulerson syringe (ars) and one introducer needle and several other components. Two kinks were observed in the returned guide wire just past the j-bend and the j- bend is opened. The returned ars and introducer needle appeared typical and the plunger moved freely within the ars. Microscopic examination of the guide wire confirmed the two kinks and found both welds to be full and spherical. No separations were observed. A tug on the wire at both ends confirmed the welds were intact. The kinks were measured at 2.2 and 3.0 cm from the distal weld. The guide wire length measured 601 mm and the od measured 0.811 mm. Both measurements are within specifications per the guide wire graphic (length: 596- 604 mm; od: 0.788-.0.826 mm). Microscopic examination of the introducer needle revealed multiple cracks in the hub and the needle bevel appeared typical. Other remarks: one long crack was observed that extended through the top edge of the hub and down the hub for 1.3 cm. The hub cracks can indicate that some force was used during the insertion. A manual leak test was performed in order to evaluate the cracks for leaks. The returned needle hub was attached to a lab inventory syringe filled with water. The water was then injected into the needle hub and water was observed squirting out through several of the cracks and from the needle bevel confirming a leak. A functional test was performed in an attempt to verify the complaint of resistance between the guide wire and the ars during insertion. Using the returned guide wire, the ars and needle, the guide wire was inserted into the ars and needle four times each at a different orientation by rotating the syringe 1/4 turns at each insertion and with the plunger in and out. The guide wire passed through each time and no resistance was met. The IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history record review was performed and found no evidence to indicate a manufacturing related cause. Since the guide wire became damaged during insertion and no problem was found during functional testing, it appears that operational context caused or contributed to this complaint issue. No further actions will be taken. The returned needle hub was found to be cracked and leaked during evaluation of the returned components. Several cracks were observed in the needle hub and at least one of the cracks leaked. Based on the sample and information provided, the probable cause of this issue could not be determined. Further investigation of this complaint issue is being investigated.